Event description:
This case occurred outside of the us, in spain. According to information received on oct. 26, 2022, a patient was injected on (B)(6) 2022, with 1.2 ml of teosyal rha 4 into the bilateral nasolabial folds and marionette lines. Approximately 2 months post-injection, in august the patient was reported to have a "heavy bubble" on the right side of the nasolabial folds. As a corrective action, on (B)(6) 2022, the practitioner injected the patient with hyaluronidase. On the beginning of the (B)(6) 2022, the patient was reported to have another bubble/bump on the other side of the nasolabial fold. The adverse event was diagnosed as a granulomatous reaction by the practitioner. On (B)(6) 2022, another dose of hyaluronidase was injected to the affected area. It is worth noting that in the patient's medical history was mentioned that another dermal filler treatment (from a different company) was performed on (B)(6) 2022, in the area close to the appearance of the adverse event (in the lips). Following this initial report, a local medical expert was put in contact with the practitioner to advise on this case. The patient's situation and symptoms are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: data batch review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 4 product. Dat batch history: no other complaint was registered to date (nov. 24, 2022) with this batch number. According to the information received this case would be related to an immune response to the filler material, being treated as a foreign body. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections.they are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase and anti-inflammatories generally allows to treat these reactions quickly and effectively, although certain granulomas at an advanced stage might be unresponsive to hyaluronidase. The risk of such reaction is mentioned in the instructions for use of teosyal products.